Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing of the ventricular channel. Programming changes was suggested, no changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: section b5 - describe event or problem should have been "it was reported that the patient¿s right ventricular (rv) lead exhibited post sensed t-wave oversensing (pstwo) on the ventricular channel. Programming changes was suggested, no intervention or additional information were reported. There were no patient consequences." Rather than "it was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing of the ventricular channel. Programming changes was suggested, no changes or intervention were reported. There were no patient consequences. ".

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited post sensed t-wave oversensing (pstwo) on the ventricular channel. Programming changes was suggested, no intervention or additional information were reported. There were no patient consequences.